Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 400 mg/dl at the time of incident and the current blood glucose level was 335 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as headache. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and self test. Insulin pump received with unexpected battery power loss, high sleep current measurements and high active current measurements during testing, problem isolated to electrical board.